Event description:
It was reported that the patient presented to clinic for a follow up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited a gradual decrease of pacing impedance and increased in pacing threshold. The rv lead was capped and replaced on (B)(6) 2025. The patient was discharged following the procedure.